Event description:
The customer stated, the audio tones were not functioning. Troubleshooting was performed and the insulin pump did not beep during the tone test. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no audio tone test due to a broken transducer wire. The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform further testing due to the prime anomaly.